Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the dispensation quantity was wrong. When the user tried to remove a medication, an extra pocket was opened, but it was not recording the correct quantity of the total removals since the pocket encountered a failure. This was created a discrepancy. The customer reported that the issue occurred when the user was trying to issue medications to a patient. However, there were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the wrong dispensing quantity. A technical support specialist troubleshot the device and resolved the case by accessing the server, reviewing the report and station logs, and identifying a hardware error that caused one vial to go unregistered. They confirmed the user dispensed three vials and corrected the discrepancy in the report accordingly. The system functioned as intended after the technical support specialist diagnosed the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the dispensation quantity was wrong. When the user tried to remove a medication, an extra pocket was opened, but it was not recording the correct quantity of the total removals since the pocket encountered a failure. This was created a discrepancy. The customer reported that the issue occurred when the user was trying to issue medications to a patient. However, there were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.